Manufacturer narrative:
Analysis found a partial lead was returned measuring 33.2 cm / 35.4 cm from distal tip for analysis. The damage found was sustained during the surgical procedure. The portion of the lead was otherwise normal.

Event description:
New information states that the right atrial lead was explanted and replaced successfully. No additional information was available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine follow up, the right atrial lead exhibited noise that was oversensed leading to both inhibition and auto mode switch. The noise was reproduced with isometric exercises and was noted in both configurations. The device was reprogrammed changing the sensitivity. The patient would continue to be monitored, no patient symptoms were noted.